Event description:
Paramedics responded to a person, condition unk. The device was connected to the pt for external pacing. According to the reporter, the device intermittently alarmed connect electrodes and stopped pacing. Pt outcome is unk.